Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm also battery failed alarm after self-test. Customer's blood glucose level was unknown at the time of the incident. Customer states insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm also able to rewind the pump. Customer stated displacement test was passed. The device will not be returned for analysis.